Manufacturer narrative:
Additional information: b.5: event updated. G.3: follow-up information received. H.6: updated.

Event description:
Additional information received on 12/20/2023: this was discovered during an ac joint reconstruction procedure on (B)(6) 2023. The button fell off the inserter before being implanted in the patient; nothing broke off inside the patient. The case was not delayed and no additional anesthesia was needed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were provided. The most likely causes of the reported failure is a manufacturing issue. (B)(4) was opened to address this issue.

Manufacturer narrative:
Additional information: g3, h3, h6 - h6 and h10 are corrected for evaluation changes. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 11/17/2023, it was reported by a sales representative via email that (2) ar-2372blo knotless ac tightrope buttons fell of the inserter and could not be reloaded. This was discovered during a procedure. The case was completed using a third ar-2372blo knotless ac tightrope.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.